Manufacturer narrative:
Sc-1160 ((B)(6)). The returned ipg was analyzed, passed all the required functional tests. This device exhibits normal characteristics. The reported event was not confirmed. The device revealed normal device characteristics. Hence, the probable cause selected for this complaint is no problem detected. No escalation is required at this time.

Event description:
It was reported that patient underwent an ipg explant procedure for an unknown reason. The explanted ipg was returned and will be analyzed. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an ipg explant procedure wherein an ipg was returned for an unknown reason. The explanted ipg will be analyzed. No further information has been obtained despite good faith efforts.